Event description:
From staff: during the surgical procedure while stapling the stomach for the gastric sleeve - sureform 60 stapler came up with notification on robotic screen that the blade was exposed and to no longer use the stapler. The stapler was removed from the surgical field and replaced. A blue stapler load was being used during the stapler fire that caused to exposed blade.